Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Right nephrectomy laparoscopy - "when placing the clip on the artery the clips sectioned vessel several times. Two other devices were used from lots 124585 and 1247894, the same incident occured. Procedure had to be converted from laparoscopy to laparotomy in order to control the bleeding". Patient status - "good" .

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon investigation, engineering determined that the unit showed no non-conformances and passed all functional testing. Applied medical issued a voluntary class ii recall on the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. In accordance to 21 cfr 803.56, if we obtain additional information, which was not available when this report was submitted, then a supplemental report will be submitted to the FDA.